Event description:
Customer had called in and stated that the device came up with the e64 failure in the middle of compounding. There was an interruption during delivery. Customer had discarded the final bag. The customer powered off the device and powered back on after a few seconds and the failure e64 came up. Wasn't able to clear up the failure. Swap is performed per IV (intravenous) therapy procedure. No patient involvement.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this situation was discovered to have been incorrectly assessed and should not be reportable. A follow-up will be sent if any additional information is received.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.